Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20693. It was reported the patient ((B)(6)) experienced the scs leads were pulling upon neck rotation along with unintended stimulation. Additionally, it was reported the right lead was migrated. Surgical intervention was taken on (B)(6) 2015 where the right lead was repositioned. Reportedly, effective therapy was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the possible devices are being reported.